Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)15: (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: right flank pain, hematuria. Comparison: (B)(6)15. Impression: persistent cystic structure in left adnexa; may be ovarian. New small cystic structure in right adnexa. No significant change compared to prior exam. No acute abnormalities seen. (B)(6)15: [facility ni]. (B)(6). History and physical. Has a 3 cm ventral hernia just above umbilicus; bothering her with occasional discomfort but has never been associated with incarcerated bowel or omentum and does not appear to be growing she states. Weight 220 pounds, bmi 41.64. Current medications: aspirin. Former smoker; quit 2015, no alcohol. Exam: abdomen soft, nontender, nondistended, normal bowel sounds, no hepatosplenomegaly, no masses, no peritoneal signs. There is a 3 cm midline hernia just above umbilicus. Impression: umbilical hernia. Plan: laparoscopic herniorrhaphy. (B)(6)15: (B)(6). Postoperative progress note. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia times 2. Procedure: laparoscopic repair of ventral hernias. Procedure note/findings: she was found to have a 2 cm umbilical hernia and a 2 cm hernia from a previous trocar site incarcerated omentum. Omentum was reduced and the hernial defects covered with mesh and which was tacked into position. Anesthesia: general endotracheal. Estimated blood loss: minimal. Specimens: none. (B)(6)15: [facility ni]. (B)(6). Office note. 11 days postoperative laparoscopic ventral hernia repair. Doing well, no problems. Trocar sites healing satisfactorily. Return as needed. Weight 216 pounds, bmi 40.86. (B)(6)17: (B)(6). Post-operative progress note. Assistant: (B)(6). Preoperative diagnosis: incarcerated ventral/incisional hernia. Postoperative diagnosis: same. Procedure performed/findings: laparoscopic incisional/ventral herniarraphy [sic] with mesh placement. Removal of mesh. Anesthesia: general endotracheal anesthesia. Estimated blood loss: scant. Specimens: old mesh, looked like gore-tex. (B)(6)18: (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal, back pain. History of uterine cancer. Correlation: (B)(6)17. Impression: most consistent with rather pronounced acute sigmoid diverticulitis. May be very small areas of micro-perforation. No abscess formation. Decrease in size of right adnexal cyst with development of left adnexal cyst, likely ovarian. Hepatomegaly with changes of hepatic steatosis. (B)(6)18: (B)(6). Consultation. Surgery consult regarding diverticulitis. Reports of bilateral lower abdominal pain; radiates to low back. Does feel constipated; pain worsens with straining to have a bowel movement. Stated pain started monday, got progressively worse; never had pain like this before. Pain mainly in middle and just above suprapubic area. Home medications: aspirin. Surgeries: hernia repair times 5. Exam: gastrointestinal; normal bowel sounds, soft, no organomegaly, tenderness (mainly midline and suprapubic, some in left lower quadrant), hernia. Impression/plan: diverticulitis, hernia versus diastasis recti. Will be started on oral antibiotics and go home on clear liquids. Surgery only done if diverticulitis affecting daily life. (B)(6)19: (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain. Impression: recurrent sigmoid diverticulitis. No sign of diverticular mass or abscess; do appear to be micro-perforations present. Small ovarian cysts suspected. No acute abnormality identified otherwise. (B)(6)19: (B)(6). History and physical. To emergency department with suprapubic abdominal pain with radiation towards the back. Diagnosed with diverticulitis approximately 1 week previous, started on oral ciprofloxacin and flagyl; did not show improvement. Also seen (B)(6)2018 for sigmoid diverticulosis with micro-perforation. CT scan this admission again did show inflammation of sigmoid colon consistent with diverticulitis with very small contained bubbles adjacent to the sigmoid colon, consistent with micro-perforation. Discomfort; no peritoneal signs. Afebrile, normal white count. Medications: aspirin. History: constipation; last bowel movement approximately 1 week ago. Abdomen: soft, nondistended. Pain in suprapubic area as well as left lower abdominal quadrant with voluntary guarding, no rebound, no palpable masses. Impression/plan: recurrent sigmoid diverticulitis, no abscess; complication of micro-perforation. Treat conservatively with bowel rest, clear liquid diet, intravenous antibiotics. In 6-8 weeks, recommend colonoscopy to rule out any other etiology of this inflammatory process. (B)(6)19: (B)(6). Progress notes. Clinically much better. Minimal abdominal pain, tolerating low residue diet, no fever/chills, having bowel function. Impression/plan: acute sigmoid diverticulitis with micro-perforation, 2nd episode. Doing well now. Will need outpatient colonoscopy, possible elective sigmoid colon resection due to high recurrence rates. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane previous patient code (1994: pain) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span (B)(6), 2015 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: smoker on (B)(6) 2014: ¿current every day smoker¿ cystocele rectocele gastroesophageal reflux disease [gerd] obesity on (B)(6) 2015: 213 lbs., bmi 43 on (B)(6) 2015: 220 lbs., bmi 41.64 on (B)(6) 2017: 265 lbs., bmi 50.07 on (B)(6) 2019: 240 lbs., bmi 49.9 chronic cough chronic obstructive pulmonary disease [copd] prior surgical procedures: 1991: hernia repair x3 2000: cholecystectomy on (B)(6) 2015: history of hernia repair x4 ¿ umbilical, hiatal, inguinal on (B)(6) 2015: total laparoscopic hysterectomy with robotic assistance as well as bilateral salpingectomies. Aspiration of left ovarian cyst. Anterior and posterior colporrhaphy. Pubovaginal sling with miniarc precise sling system and cystoscopy. Adhesions. Relevant medical information: on (B)(6) 2015: CT abdomen/pelvis: ¿persistent cystic structure in left adnexa; may be ovarian. New small cystic structure in right adnexa. No significant change compared to prior exam. No acute abnormalities seen.¿ implant preoperative complaints: on (B)(6) 2015: ¿has a 3 cm ventral hernia just above umbilicus; bothering her with occasional discomfort but has never been associated with incarcerated bowel or omentum and does not appear to be growing she states.¿ ¿abdomen soft, nontender, nondistended, normal bowel sounds, no hepatosplenomegaly, no masses, no peritoneal signs. There is a 3 cm midline hernia just above umbilicus.¿ implant procedure: laparoscopic repair of ventral hernia. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/12831220, 10 cm x 15 cm x 1mm thick, oval] implant date: (B)(6), 2015 description of hernia being treated: ¿the patient was found to have 2 separate hernias, each one containing incarcerated omentum. There was a 2 cm hernia associated with a previous trocar site and a 2 cm umbilical hernia.¿ implant size and fixation: ¿the incarcerated omentum was freed with blunt dissection and both hernias delineated. Dual mesh was then placed into the peritoneal cavity as the oval dualmesh measuring 6 x 8 cm with 4 quadrant sutures of 2-0 prolene. The dual mesh was unfurled inside the peritoneal cavity and the prolene sutures were retrieved and tied down securing the 4 sides of the patch. The remainder of the patch was then secured with laparoscopic tacks around the entire perimeter. Completion of the procedure: the pneumoperitoneum was evacuated; the trocars were removed. The trocar sites closed with 4-0 monocryl. Steri-strip dressings applied.¿ immediate post-operative period: ¿she was found to have a 2 cm umbilical hernia and a 2 cm hernia from a previous trocar site incarcerated omentum. Omentum was reduced and the hernial defects covered with mesh and which was tacked into position.¿ relevant medical information: on (B)(6) 2015: ¿11 days postoperative laparoscopic ventral hernia repair. Doing well, no problems. Trocar sites healing satisfactorily. Return as needed.¿ on (B)(6) 2015: ¿needs to increase her tessalon perles to three times a day for cough.¿ on (B)(6) 2016: ¿chronic cough. She states it's been ongoing for quite some time. It's usually a dry cough. She takes tessalon perles or she will cough so much she will cough up blood.¿ explant preoperative complaints: on (B)(6) 2017: ¿would like referral for hernia repair. Raised area above umbilicus. Impression: umbilical hernia without obstruction.¿ on (B)(6) 2017: ¿possible hernia repair failure. Hpi [history of present illness]: worse over past 3 months; has pain all the time. States had hernia fixed 2015, but doesn¿t feel it was ever fixed. She rates pain as 8/10. Denies nausea or vomiting. States bulge in belly at site of previous hernia. Movement, lifting, bending over make worse. Nothing makes pain better.¿ ¿very large belly, does appear to have bulge midline above umbilicus. Unsure whether this is a recurrent hernia. Impression/plan: incisional hernia w/ obstruction, w/o gangrene; obesity due to excess calories. I believe probably does have incarcerated incisional hernia; this may be an umbilical hernia that reoccurred. However, very hard to tell because of pt¿s [patient¿s] size.¿ on (B)(6) 2017: CT abdomen/pelvis: ¿there is a fat-containing supraumbilical ventral hernia. Ostia measures approximately 3.5 cm in transverse dimension. Periumbilical fat-containing hernia is also noted to the right lateral midline. Ostia measures approximately 3.7 cm in diameter. Small bowel loops are nondistended. There is no loculated fluid collection, free fluid or free air within the abdomen. No abnormal mesenteric or retroperitoneal adenopathy is seen. There is no loculated fluid collection, free fluid or free air.¿ on (B)(6) 2017: ¿you can see the old mesh on CT and it completely pulled away from the fascial defects. I did explain to her that I believe her fascia probably wound [sic] breakdown again because of her obesity as well as the fact that she is exposed to a lot of secondhand smoke and this will delay healing. Plus she has had multiple previous abdominal surgeries which also weaken the fascia and then again this increases the risk of failure.¿ on (B)(6) 2017: ¿still has abdominal pain almost all the time, mostly upper abdomen but also midline associated with bulge. Rating pain is at least 6 out of 10. Nothing makes better; lifting, movement, standing long periods make worse. This is basically the same pain she¿s been having since I first saw her and since she returned and we went over the CT scan, which showed 2 ventral hernias and the old mesh basically not helping.¿ on (B)(6) 2017: ¿the patient is a 40-year-old female who has actually 2 ventral incisional hernias. She had a previous hernia repair. She was having increased pain. She had incarcerated fat in the hernias and needed to get this fixed.¿ explant procedure: laparoscopic ventral incisional herniorrhaphy with mesh placement. Removal of old mesh. Explant date: (B)(6), 2017 ¿the patient had incarcerated omentum in the hernias and she had an old mesh, looks like gore-tex that actually had not incorporated into the peritoneum at all, it was easily removed.¿ ¿made an incision with a #11 blade, carried down through the skin into the subcutaneous tissue, then deepened down through subcutaneous tissue with bovie electrocautery down to the fascia. Fascia incised with bovie electrocautery, then bluntly spread the muscle, then found the posterior fascia, grasped with hemostasis and dissected through this with bovie electrocautery and then down and pushed through the peritoneum, placed an 11 mm trocar port under direct visualization, created pneumoperitoneum and the placed 2 more ports in normal fashion using local lidocaine, an 11 blade for stab incision and the verastep system, all done under direct visualization. One in the left lower quadrant, one in the right mid abdomen just about even with the umbilicus but out towards the flank. Upon entry, noted a lot of omentum stuck up into the hernias, able to carefully pull this down using ligasure and then just blunt dissection pulling the omental fat out of there. Noted the old mesh and actually able to grasp this and then start coming across with the ligasure, but noted that it had no [sic] incorporated into the peritoneal wall at all and so then used an l hook cautery to carefully take this mesh off of the abdominal wall, it came off very nicely, removed this completely and took this out of the abdomen and sent this to pathology. At this point, able to completely see the 2 fascial defects. Elected to make small stab incisions, one about 2 inches above the umbilicus and one just below the umbilicus almost inside it, to be able to close these 2 fascial defects, used 0 vicryl and used the carter-thomason. On all incisions, used 3 interrupted fascial sutures 0 vicryl to close. These fascial defects closed nicely, took a picture afterwards and then elected to use a large echo bard mesh, the 6 inch x 8 inch mesh, placed this into the abdomen and able to use the carter-thomason to pull the catheter up holding the mesh up and then blew the balloon up so that the mesh held in place and then tacked this in with securestrap tacking it at 12 o¿clock, 9 o¿clock, 6 o¿clock, and 3 o¿clock and then in between this at 1 cm intervals, removed the catheter and the balloon through the left quadrant port and then tacked around on the middle and on the inside to hold this mesh up in place, it held nicely in place. Took pictures of this and at this point then we removed all ports under visualization allowing pneumoperitoneum to escape. Closed the posterior fascia and the peritoneum with 3-0 vicryl figure-of-eight suture and then closed the anterior fascia of the left upper quadrant incision with another 0 vicryl figure-of-eight suture and then closed the two 5 mm incisions with a 4-0 undyed monocryl subcuticular stitch and then closed the left upper quadrant incision and the skin with a 4-0 undyed monocryl 3 interrupted subcuticular stitches. Area was cleaned and dried and dermabond placed.¿ records indicate a non-gore device was implanted during the 6/14/17 procedure. Relevant medical information: on (B)(6) 2017: ¿specimens: old mesh, looked like gore-tex.¿ on (B)(6) 2017: pathology: ¿the specimen consists of irregular shaped portion of tan-gray foreign material grossly consistent with surgical mesh. The fragment measures 9.2 x 5.3 x 1.4 cm with small amount of adherent semitransparent membranous material.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ it should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 12831220 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. D7: corrected explant date. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for ¿hernia repair x 4 - umbilical, hiatal, inguinal¿, tubal ligation, total laparoscopic hysterectomy, cesarean sections and cholecystectomy, were not provided.] 07/22/15: via christi hospital pittsburg, inc. Robert s. Huebner, md. Operative report. Pre/postop diagnosis: ventral hernia. Procedure name: laparoscopic repair of ventral hernia. Findings: the patient was found to have 2 separate hernias, each one containing incarcerated omentum. There was a 2 cm hernia associated with a previous trocar site and a 2 cm umbilical hernia. Technique: ¿under general endotracheal anesthesia, the patient¿s abdomen was prepped and draped sterilely. The veress needle was inserted into through the left upper quadrant into the peritoneal cavity and a pneumoperitoneum created with co2 gas to a pressure of 15 mmhg. The laparoscope was inserted through this trocar and the incarcerated omentum was identified along with hernias. Another 5 mm trocar was inserted in the left lower quadrant and a 12 mm trocar inserted in the left flank. The incarcerated omentum was freed with blunt dissection and both hernias delineated. Dual mesh was then placed into the peritoneal cavity as the oval dualmesh measuring 6 x 8 cm with 4 quadrant sutures of 2-0 prolene. The dual mesh was unfurled inside the peritoneal cavity and the prolene sutures were retrieved and tied down securing the 4 sides of the patch. The remainder of the patch was then secured with laparoscopic tacks around the entire perimeter. Completion of the procedure: the pneumoperitoneum was evacuated, the trocars were removed. The trocar sites closed with 4-0 monocryl. Steri-strip dressings applied. The patient tolerated the procedure well and was taken to recovery in stable condition.¿ 07/22/15: via christi hospital pittsburg. Surgical case record. Implants. Inventory: or. Type: impl. Implant/manufacturer: mesh dual plus 10x15x1.0mm/w.l. Gore & associates. Qty/surgeon: 1/robert s. Huebner, md. Lot #/serial #: 12831220. Cat #/batch #: 1dlmcp03. Size/exp. Dt.: 06/30/17. Qty/site: 1/operative site. Culture: no. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/12831220) was implanted during the procedure. Records between 7/22/2015 and 3/14/2017 were not provided. 03/14/17: via christi general surgery. Eric delman, do. Office note. Cc: belly hurts. Possible hernia repair failure. Hpi: worse over past 3 months; has pain all the time. States had hernia fixed 2015, but doesn¿t feel it was ever fixed. She rates pain as 8/10. Denies nausea or vomiting. States bulge in belly at site of previous hernia. Movement, lifting, bending over make worse. Nothing makes pain better. Ros: cough. Heartburn, abdominal pain upper quadrant, periumbilical. Pmh: copd, cough, gerd. Psh: hysterectomy 05/15, cesarean section x2, hernia repair x4, cholecystectomy, sling procedure of bladder neck, cryosurgery to cervix. Ex-smoker: quit 05/04/15, used to smoke ~1.5 packs/day. Wt 265 lb, bmi 50.07. Exam: gi; soft, non-distended. Very large belly, does appear to have bulge midline above umbilicus. Unsure whether this is a recurrent hernia. Impression/plan: incisional hernia w/ obstruction, w/o gangrene; obesity due to excess calories. I believe probably does have incarcerated incisional hernia; this may be an umbilical hernia that reoccurred. However, very hard to tell because of pt¿s size. CT scan to get better idea of what area looks like. This could just be mesh ballooning. Need to know size of defect because if this is larger will need to do partially open. 03/29/17: via christi hospital pittsburg, inc. Nicholas m. Brewer. Radiology-CT abdomen/pelvis w contrast. Indication: palpable area of concern anterior abdomen. There is a fat-containing supraumbilical ventral hernia. Ostia measures approximately 3.5 cm in transverse dimension. Periumbilical fat-containing hernia is also noted to the right lateral midline. Ostia measures approximately 3.7 cm in diameter. Small bowel loops are nondistended. There is no loculated fluid collection, free fluid or free air within the abdomen. No abnormal mesenteric or retroperitoneal adenopathy is seen. There is no loculated fluid collection, free fluid or free air. Impression: multiple fat containing ventral hernias as described above. Colonic diverticulosis, but no CT evidence of acute diverticulitis. 03/30/17: via christi general surgery. Eric delman, do. Office note. Associated dx: incisional hernia w/ obstruction, w/o gangrene. Cc: pt here to go over CT scan results. Exam: gi: soft, non-distended, morbidly obese, large incarcerated incisional hernia. Plan: incarcerated incisional/ventral hernia confirmed by recent CT of abd/pelvis. It will need to be done w/ open incision to fix the fascial defect and then use laparoscopic assistance to place the large mesh intraperitoneally. Told pt we will use large mesh, which would be placed on the inside because that way if the fascia opened up again the mesh would cover this hole. You can see the old mesh on CT and it completely pulled away from the fascial defects. I did explain to her that I believe her fascia probably wound [sic] breakdown again because of her obesity as well as the fact that she is exposed to a lot of secondhand smoke and this will delay healing. Plus she has had multiple previous abdominal surgeries which also weaken the fascia and then again this increases the risk of failure. 06/08/17: via christi general surgery. Eric delman, do. Office note. Hpi: still has abdominal pain almost all the time, mostly upper abdomen but also midline associated with bulge. Rating pain is at least 6 out of 10. Nothing makes better; lifting, movement, standing long periods make worse. This is basically the same pain she¿s been having since I first saw her and since she returned and we went over the CT scan, which showed 2 ventral hernias and the old mesh basically not helping. Ros: gi: nausea, no vomiting. Abdominal pain, upper quadrant, middle. Pain is severe, sharp. Wt 265.2 lb, bmi 50.1. Exam: gi: large ventral incisional hernia in midline x 2. Dx: incisional hernia w/ obstruction, without gangrene; obesity; gerd. 06/14/17: via christi hospital. Eric b. Delman, do. Operative report. Preop diagnosis: incarcerated incisional ventral hernia. Postop diagnoses: incarcerated incisional ventral hernia plus. Retained mesh. Procedures: laparoscopic ventral incisional herniorrhaphy with mesh placement. Removal of old mesh. Specimen: old hernia mesh. Blood loss: scant. Postop condition: stable. Indication for procedure: the patient is a 40-year-old female who has actually 2 ventral incisional hernias. She had a previous hernia repair. She was having increased pain. She had incarcerated fat in the hernias and needed to get this fixed. Findings: the patient had incarcerated omentum in the hernias and she had an old mesh, looks like gore-tex that actually had not incorporated into the peritoneum at all, it was easily removed. Procedure note: ¿after informed consent was obtained, the patient brought to the operating room, placed on the table in supine position. She was sterilely prepped and draped in normal fashion. Local lidocaine used to infiltrate the skin in left upper quadrant. Made an incision with a #11 blade, carried down through the skin into the subcutaneous tissue, then deepened down through subcutaneous tissue with bovie electrocautery down to the fascia. Fascia incised with bovie electrocautery, then bluntly spread the muscle, then found the posterior fascia, grasped with hemostasis and dissected through this with bovie electrocautery and then down and pushed through the peritoneum, placed an 11 mm trocar port under direct visualization, created pneumoperitoneum and the placed 2 more ports in normal fashion using local lidocaine, an 11 blade for stab incision and the verastep system, all done under direct visualization. One in the left lower quadrant, one in the right mid abdomen just about even with the umbilicus but out towards the flank. Upon entry, noted a lot of omentum stuck up into the hernias, able to carefully pull this down using ligasure and then just blunt dissection pulling the omental fat out of there. Noted the old mesh and actually able to grasp this and then start coming across with the ligasure, but noted that it had no incorporated into the peritoneal wall at all and so then used an l hook cautery to carefully take this mesh off of the abdominal wall, it came off very nicely, removed this completely and took this out of the abdomen and sent this to pathology. At this point, able to completely see the 2 fascial defects. Elected to make small stab incisions, one about 2 inches above the umbilicus and one just below the umbilicus almost inside it, to be able to close these 2 fascial defects, used 0 vicryl and used the carter-thomason. On all incisions, used 3 interrupted fascial sutures 0 vicryl to close. These fascial defects closed nicely, took a picture afterwards and then elected to use a large echo bard mesh, the 6 inch x 8 inch mesh, placed this into the abdomen and able to use the carter-thomason to pull the catheter up holding the mesh up and then blew the balloon up so that the mesh held in place and then tacked this in with securestrap tacking it at 12 o¿clock, 9 o¿clock, 6 o¿clock, and 3 o¿clock and then in between this at 1 cm intervals, removed the catheter and the balloon through the left quadrant port and then tacked around on the middle and on the inside to hold this mesh up in place, it held nicely in place. Took pictures of this and at this point then we removed all ports under visualization allowing pneumoperitoneum to escape. Closed the posterior fascia and the peritoneum with 3-0 vicryl figure-of-eight suture and then closed the anterior fascia of the left upper quadrant incision with another 0 vicryl figure-of-eight suture and then closed the two 5 mm incisions with a 4-0 undyed monocryl subcuticular stitch and then closed the left upper quadrant incision and the skin with a 4-0 undyed monocryl 3 interrupted subcuticular stitches. Area was cleaned and dried and dermabond placed. Sponge instrument and needle count was correct at the end of the case.¿ 06/14/17: via christi hospital pittsburg. Surgical case record. Inventory: or. Type: ms misc. Implant/manufacturer: mesh ventralite echo 6x8¿/ davol. 06/14/17: pla-pathology laboratory associates. Tammy m. Battaglia, md. Surgical pathology report. Dx: soft tissue, ventral abdomen, herniorrhaphy ¿ foreign material consistent with surgical mesh. Gross examination: the specimen consists of irregular shaped portion of tan-gray foreign material grossly consistent with surgical mesh. The fragment measures 9.2 x 5.3 x 1.4 cm with small amount of adherent semitransparent membranous material. Specimen: mesh. Pertinent history: ventral hernia. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 02/04/15: [facility ni]. (B)(6) . Office notes. Follow up. Abdominal pain. Surgical history: cholecystectomy ??/??/00, hernia x3 ??/??/91. Weight 221 lbs, bmi 40.4. Impression/plan: diffuse abdominal pain. CT abdomen/pelvis. (B)(6) 2015: (B)(6) hospital. (B)(6). Operative report. Procedure: total laparoscopic hysterectomy with robotic assistance as well as bilateral salpingectomies. Aspiration of left ovarian cyst. Anterior and posterior colporrhaphy. Pubovaginal sling with miniarc precise sling system and cystoscopy. (B)(6) 2015: chcsek pittsburg fqhc. (B)(6). Office notes. Needs to increase her tessalon perles to three times a day for cough. Impression: cough. (B)(6) 2016: (B)(6) clinic. (B)(6). Office notes. Chronic cough. She states its been ongoing for quite some time. Its usually a dry cough. She takes tessalon perles or she will cough so much she will cough up blood. Still seeing dr. Bradley for her cough, but they are unbale to find a cause for it. Plan: CT of neck and chest. (B)(6) 2017: chcsek pittsburg fqhc. (B)(6). Office notes. Would like referral for hernia repair. Raised area above umbilicus. Impression: umbilical hernia without obstruction. (B)(6) 2019: chcsek pittsburg fqhc. (B)(6). Office notes. Hernia on left side, still hurting. Surgical history: partial hysterectomy (B)(6) 2016. Impression: diverticulitis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence".

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery, pain. Additional event specific information was not provided.